Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ hypodermic needle two needles were found inside one blister pack, one with cap and the other without cap. The following information was provided by the initial reporter: during production process two needles were found inside one blister pack, one with cap and the other without cap.

Event description:
It was reported that before use of the bd¿ hypodermic needle two needles were found inside one blister pack, one with cap and the other without cap. The following information was provided by the initial reporter: during production process two needles were found inside one blister pack, one with cap and the other without cap.

Manufacturer narrative:
Investigation summary: 2 photos were received for investigation. From the photo, observed an additional needle product without shield inside the unit package. A review of the device history record was performed for the reported lot and no quality issues were found during production. Based off the provided photos the engineer was able to verify the reported defect. It was determined that this most likely occurred during the assembly process when the needles are loaded into the container tray can become grouped together and applied to the same packaging. However, this appeared to be an isolated incident as it was the first reported case of this happening with this lot and product. The manufacturing facility has been notified of this incident and the findings.